Event description:
It was reported that "[my pump] has suddenly started to shutdown". There was no reported adverse impact to the customer. Customer declined additional follow up with support and no further corrective actions were documented.